Event description:
It was reported that the enable/disable for the rapid atrial pacing function of the external pulse generator was not working. The generator was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the enable key was intermittently not working correctly and the interconnect flex was out of specification and contaminated. It was also noted that the upper and lower case halves were broken, corroded and contaminated, the heart wire block, battery drawer and battery drawer o-ring were contaminated, both bail covers and ring cover were broken and both bails and ring were missing.